Manufacturer narrative:
Investigation: per customer, acd-a delivered to patient is 11136 ml. The calculated fluid balance (fb) after 1000 ml of saline was given to the patient by leaving the inlet saline roller open was 120.3%.total collected mnc's (displayed) are 229 ml. The customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to the spectra optia apheresis system essentials guide procedural cautions, if the roller clamp on the saline line is left completely open when the patient is connected, the patient will be quickly infused with a large volume of saline. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that while performing a mononuclear cell (mnc) collection procedure on spectra optia, they received an 'interface took too long to establish' alarm. The customer stated that operator left the inlet saline roller clamp open on the inlet line and decreased the patient hematocrit (hct).the operator spiked a new saline bag and after closing the saline roller finished the procedure without any further issues. Per customer,the patient is discharged home in 'stable' condition. No medical intervention was required for this event. Patient identifier and age are not available at this time. The mnc set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: terumo bct has followed up with this customer to provide feedback on the reported condition. The customer communicated with their staff the importance of reading the screens and to follow the machine prompts to close the saline rollers. The customer acknowledged that they understood the importance of following the prompts and what happened during the procedure. Root cause: based on the customer statements and clinical findings, the root cause was related to the operator's failure to follow the screen prompt to close the inlet saline roller clamp at the end of prime divert.

Event description:
The customer declined to provide information for the investigation such as patient information and lot information.